Event description:
It was reported that during a computed tomography examination, it was confirmed that this right ventricular (rv) lead perforated through the apex. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.